Manufacturer narrative:
To date the device involved in the reported incident was not yet received for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A sales representative reported on behalf of the customer that a fellow was pinning the patient and had trouble on the a1114 mayfield infinity skull clamp, hence the surgeon stepped in to clamp the patient. The surgeon also had difficulty with fixating the patient's head despite the described recommended pressure. The surgeon also stated that the swivel lock knob was very difficult to turn into the locked position. The patient was pinned three times; the clamp did not slip however the surgeon had difficulty with securing the head. Additional information was received on 21may2018 and 23may2018 stating that a1072 skull pins were used during the procedure. The customer reported that on (B)(6) 2018, a (B)(6) year old male patient was in the prone position for a posterior cervical laminoplasty and was not repositioned at any time during the procedure. After initial pinning of the clamp, the patient was pinned two additional times and two additional surgeons were called in to inspect the positioning of the clamp, as well as the problem. There was a 15-minute surgery delay due to the product problem. The impact of the delay was that the patient was pinned three times and additional time was spent in prone position. After changing the clamps, the procedure continued as normal.

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation and it has passed all specific functional testing requirements. When unit is properly positioned and put under pressure, unit will function properly. Lock is a little hard to lock and will be readjusted. The device history records showed no issues or non conformances found. The complaint reported was unable to be confirmed. Root cause is undetermined at this time.